Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, for a skin revision surgery in order to remove the granulated tissue overgrowth (specific date not reported).

Manufacturer narrative:
This report is submitted on october 08, 2022.